Event description:
Boston scientific received information that a sales representative called technical services reporting this patient was seen in the emergency room for a syncopal event. While the patient was in the hospital, their heart rate increased to the maximum sensor rate due to a surface telemetry interaction. Technical services explained that this could be an interaction of equipment in the hospital with minute ventilation pacing and noted this was unrelated to the syncope. The sales representative noted that the patient's threshold measurements and r-waves were good and the patient is doing well now.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned fragment was visually and electrically analysed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the returned fragment were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted on the received fragment during analysis.